Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that a skin irritation causing redness, dryness and an infection had occurred while wearing the pod between 49 and 71 hours on the abdomen. The patient was taken to a routine appointment and was prescribed mepilex lite and skin tac. The patient was able to apply a new pod and resume treatment.

Event description:
The patient's parent reported that a skin irritation causing redness, dryness and an infection had occurred while wearing the pod between 49 and 71 hours on the abdomen. The patient was taken to a routine appointment and was prescribed mepilex lite and skin tac. The patient was able to apply a new pod and resume treatment. Follow up received 04-jun-2025 stating the suspect product should be omnipod dash and not omnipod 5. Omnipod 5 was suspect in original report. The reporter also stated that the there was a skin infection. This was not diagnosed by a hcp.

Manufacturer narrative:
Follow up received 04-jun-2025 stating the suspect product should be omnipod dash and not omnipod 5. Omnipod 5 was suspect in original report. Additional information b5, d1, d4, h6.